Event description:
Procedure type: low anterior resection. According to the reporter: at setting of the magazine at the rectum, there was an incomplete/wrong form of the staple. The rectum was open and the surgeon had to use another magazine. The staple was found and removed. There was no extension of the operative time, no extension of incision, no blood loss.

Manufacturer narrative:
(B)(4).